Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed error e315 could not be determined, however, the issue was likely temporarily displayed due to water entering the scope connector and malfunctioning electronic components during user handling. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic image¿. ¿ perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation "device was faulty and was leaking". The device failed the automated air leak test. Water leakage was noted in the scope connector. There were few additional findings. The optical cover glass was chipped. The adhesive of the distal end was worn out. The angulation in the up/down direction failed to meet the specifications. The play of the angle knob in all directions was out of standard value. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope was faulty and was leaking. The location of leak was unknown. The issue occurred during reprocessing. The original procedure was completed with a similar device. The subject device was returned and an evaluation at the repair center revealed e315 scope error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.